Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of spi to motor pic communication error. The customer's blood glucose level was 7.7 mmol/l at the time of the incident. The customer stated that the pump alarmed spontaneously 3 times. The customer mentioned that insulin delivery stopped. The customer stated that new battery inserts did not help. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No spi to motor pic communication error alarm or excessive no delivery alarm noted. The insulin pump was received with cracked case at the display window corners and cracked reservoir tube lip.